Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. Power consumption testing was performed and the power consumption was within specification. A fast draining battery was not observed. The complaint is not confirmed. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported customer was unable to test using his adc blood glucose meter due to a battery icon appearing on the meter display after being replaced with new one. Customer experienced symptoms described as "feeling extreme irritation", excessive sweating and stumbling. Customer's wife treated him with 42 units of lantus (insulin) and an unspecified amount of humalog (insulin lispro). Customer's wife had contact with a healthcare professional who advised to regulate customer's glucose level every 3 hours. No further treatment was reported. There was no report of death or permanent injury associated with this event.